Event description:
It was reported the patient had been hospitalized the day prior with a mental status change. The patient was going to have a head MRI performed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v365060, serial#, implanted: 2009 (B)(6), explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).